Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient has dislocated on the hip multiple times. It appears on xray that the patient has poor one & with the cup being in poor position they are opting to cement in a styrker liner. They are using one of our 36 mm heads. (Right).